Event description:
The customer reported that the insulin pump was alarming and could not clear the alarm because the buttons were unresponsive. The blood glucose reading at time of the call was 110mg/dl. Troubleshooting was performed and the buttons were unresponsive. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.